Event description:
It was reported that the ventilator generated alarms for high atmospheric pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by a field service engineer. The monitoring pc board, pc1772, was found defective and was exchanged. During test of the returned pc1772 in a reference ventilator a technical error was generated indicating +12 volt power failure. A technical error for high atmospheric pressure was also generated. Investigation showed that the generated technical errors were caused by a faulty barometric pressure transducer, ps1, on pc1772. The pressure transducer measures the barometric pressure to be supplied to other subsystems in the ventilator. A faulty ps1 can disable the internal +12v power supply which leads to stop of ventilation. A change was implemented march 2008 to eliminate failure of the internal 12v power supply when this component fails. The reported ventilator was manufactured before this change was implemented. (B)(4).